Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports that he received alert to meter blood glucose now on insulin pump and was unable to calibrate. Customer states when he attempted to calibrate he noticed insulin pump rebooting. Customer's blood glucose was 151 mg/dl. Customer states there were no damage to battery cap or insulin pump. Customer was advised that battery cap would be replaced and to call if issue persist in order to replace insulin pump. No further information provided.